Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the time of passing the needle to the tissue to close a caesarean procedure, the device disassembled leaving the needle and thread separated. The malfunction occurred on three devices. Another company¿s device was used to complete the case. There was no patient injury.